Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. Due to the dislodged clevis, these additional failures occurred: the instrument was found to have a broken grip and pitch cable, and also a broken conductor wire at the proximal clevis hole. The cables and wire were fully broken. Further inspection found a cracked main tube at the distal tip. Material was found missing. The piece measuring proximately 8.50 mm x 4.00 mm was not returned with the instrument. For clarification: the instrument was unable to be tested due to the physical damage condition in which form was returned from customer. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of cracked main tube was attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of grip and pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a damaged working part. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.